Manufacturer narrative:
Investigation results. One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the fiber tip appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with minor degradation. The fiber was returned broken into two pieces. The first piece measured approximately 175.5 cm from the top of the connector to the beak. The second piece measured approximately 142.5 from the break which includes the entire distal tip. There was a burn mark at the break indicating that the fiber broke while in use. The condition of the returned device confirmed that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was ems laserclast 20 watt console with settings of 0.5 joules and 8 hertz. The total energy used was 2.66 kilo joules according to the complainant, during the procedure, the fiber broke outside of the patient while laser energy was being used and had caused burn to the scrub nurse's fingertip on the left hand. The nurse felt a painful burning sensation through her gloves and noticed a superficial burn on the fingertip when the gloves were removed. There were no signs of blister noted and the burn was treated with running water and the nurse went to occupational health. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was ems laserclast 20 watt console with settings of 0.5 joules and 8 hertz. The total energy used was 2.66 kilo joules according to the complainant, during the procedure, the fiber broke outside of the patient while laser energy was being used and had caused burn to the scrub nurse's fingertip on the left hand. The nurse felt a painful burning sensation through her gloves and noticed a superficial burn on the fingertip when the gloves were removed. There were no signs of blister noted and the burn was treated with running water and the nurse went to occupational health. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.